Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2019, it was reported that the mesh blade was found to be deformed. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet china has not previously repaired/evaluated skin graft mesher serial number (B)(6). Product review of the skin graft mesher by zimmer biomet china on july 18, 2019 revealed that the sample mesh and calibration check could not be performed due to the bent comb. Repair of the skin graft mesher was performed by zimmer biomet china on july 18, 2019 which included replacement of the comb. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet china it was noted that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet china it was noted that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that prior to surgery, the mesh blade was found to be deformed. No patient involvement, therefore no delays.